Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 50 mg/dl. The customer was declined to troubleshoot for low blood glucose level. The customer was reported that insulin pump screen was hard to read and they received battery out limit. The customer was assisted with troubleshooting for battery out limit and reported that they were able to clear the alarm. The customer reported that fill on screen was coming off of the insulin pump. The customer was assisted with troubleshooting for damage. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window.